Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that insulin pump alarm critical pump error. Customer's blood glucose at time of incident was 8.3 mmol/l. The customer stated that the critical pump error image was display on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image a broken force sensor was present in the format history file due to corrosion on the force sensor assembly also, corrosion was found on the battery tube, moisture damage on the motor assembly and corrosion on all the electronic assemblies. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. The insulin pump had scratched casing, minor scratches on the lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on the keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, stained serial number label and peeling end cap address label.